Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set return line. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the top of the filter of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. The blood was returned to the patient and the set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.